Manufacturer narrative:
Without a lot number a review of the manufacturing records could not be conducted. The medical records provided indicate the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. The medical records indicate a total of three bard davol mesh devices were implanted. This file represents the composix mesh (#1) which was implanted on (B)(6) 2003. Additional MDR's were created to address the two other bard davol mesh implanted. With the currently available information, there is no way to determine whether the bard meshes may have caused or contributed to the problems reported. Patient had multiple abdominal and pelvic procedures with previously noted complications prior to implant of the bard meshes. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
Based on medical records received from the patient's attorney, this is a patient with multiple comorbidities as well as a surgical history which includes implants of unknown tvt mesh slings as well as revision procedures. On (B)(6) 2003 the patient underwent implant of a bard composix mesh (mesh #1) to repair a ventral and symphyseal hernia. Post operatively during a surgeons office visit the patient complained of some green purulent material draining from her wound. Per md exam notes "the patient appears to have a wound infection that is very concerning because it may involve the mesh as well as the superficial structures." In (B)(6) 2004 the patient underwent wound debridement and removal of infected abdominal mesh (mesh #1).